Event description:
It was reported that the air bleed was different from usual, so the use was discontinued. The operator of the device was a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: received for investigation, one used, decontaminated 3ml syringe with attached filter-pro. Pictures were also provided. No identifying package material was included, customer stated it was product g1460 unknown lot #. Visual inspection of the returned sample showed damage near the shoulder of the barrel, thus complaint confirmation. The condition of the product was such that it was not possible to conduct a leak test. While the complaint is confirmed, without a provided lot number, it cannot be determined what machine the product was packaged/assembled on or how the defect occurred. No further actions will be taken at this time. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.